Event description:
It was reported that during a anterior resection, loose staples came out end of stapler before firing¿. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2026 d4: batch # 769d47. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage and the anvil was not returned for analysis, the breakaway washer was not present. Further analysis on the device shows six staples were missing from the pockets. In addition, slightly marks were observed on the safety. The missing staples were reloaded on the device and it was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 746d16, and no non-conformances were identified. Additional information was requested and the following was obtained: the procedure was an anterior resection. ¿I took out the stapler, when I was about to insert it into the patient something seemed odd (I don¿t know what triggered my mind to think something was wrong, but I have fired the gun hundreds of times so there was probably something in my subconscious) so I looked at the end and there were staples hanging out. I turned it upside down on the workbench and some staples fell out. The scrub staff are adamant that they did not release the safety latch or fire the gun. I honestly cant remember if I changed the anvil, but the patient and the join were fine ¿ she went home a long time ago. I used another manual cdh 29 and the device fired normally.¿ this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.